Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The investigation is in progress. A sample is not expected to be returned. (B)(4).

Event description:
A company representative reported that the customer has been having issues with lint from the infusion sleeves. Upon follow-up with the customer, the operating room supervisor indicated: "lint and/or fibers were found during post-op visit of two patient's eye. The lint and/or fibers were removed from the incision. There was no patient harm reported. There is no product sample available for evaluation. No further information is expected for this case.